Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a soreness under the lifevest equipment. The patient described the area as sore from the device being heavy with electrodes making marks. There was no alleged device malfunction contributing to the irritation. The patient went to the ER for trouble sleeping and device weight but there is no indication of any medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.